Manufacturer narrative:
The actual device was not available; however, a photograph was provided for evaluation. During visual inspection of the photo, it was observed that the access pre pump line was cut inside the support plate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the cut line was determined to be related to shock applied during transport. A corrective action/preventive action was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "blood filtration line" of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.